Manufacturer narrative:
(B)(4). Investigation results: a search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. According to the complainant, the suspect device has been disposed and is not available for return. Therefore no evaluation could be performed. If any further relevant information is received or the device is returned, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the snare failed to cut. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.